Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2 country: china visual inspection of the product showed the battery pack was busted open and there was black debris from the battery expulsion throughout the tyvek tray. Batteries were in the correct orientation inside the pack. Due to the damage from the expulsion, it could not be determined if there was damage present to the wiring before the expulsion. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that prior to surgery, pulsavac does not spray. No patient involvement or impact. During product evaluation, it was discovered that the battery pack was busted open and there was black debris from the battery expulsion throughout the tyvek tray. Due diligence is complete, no further information is available. There was no adverse event associated with this malfunction.